Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that the customer¿s insulin pump had a keypad anomaly. Customer¿s blood glucose value was unknown. Customer stated that the buttons were hard to press. Customer¿s wife stated that he up and down buttons were not responding. Customer stated that the insulin pump had a no delivery alarm and the issue was resolved by changing the infusion set. The device will return for the analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up, down and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.